Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. Customer reports: this is a gauze sponge that was used interopertively and it was fraying in the open wounds.